Manufacturer narrative:
(B)(4). No related complaint received with return of device; failure observed during analysis. A partial lead with the connector pin measuring 44.1cm was returned for analysis. External insulation abrasion was noted at 22.8-24.0cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.